Event description:
The pt reported elevated blood glucose (534mg/dl and 558mg/dl) on (B)(6) 2011 without symptoms of hyperglycemia. She said she did not check for the presence of ketones and did not require medical intervention. Around the same time, she reported that she noticed moisture on a cartridge when she removed it from the pump. She said that she does not recall if her blood glucose was elevated at that time. The pt stated that she delivered insulin via the pump and her blood glucose levels resolved. She denied that there were an other explanations for the blood glucose excursions. The complaint is being reported for the possible leakage of insulin from the cartridge contributing to blood glucose levels suggestive of a serious event.

Manufacturer narrative:
The cartridge was not returned to animas. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201583 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.